Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that several weeks prior (date not recalled) her daughter had a blood glucose (bg) less than '20 mg/dl' when she tested with her freestyle flash blood glucose meter. The reporter did not recall the specific date or time; however, mentioned it occurred late at night. It is not known if the patient was symptomatic at the time of the low bg. The reporter claimed she treated the patient with food and/or drink and confirmed that the patient's bg came up appropriately. At the time of troubleshooting, the patient's mother reviewed the patient's blood glucose meter. The reporter stated the oldest results in the meter's memory had a date of (B)(6) 2012. The reporter was unable to find the low bg readings and mentioned the low bg excursion may have occurred prior to (B)(6) 2012. At the time of troubleshooting, the patient's mother confirmed the pump settings were currently set correctly. Review of the subject pump's bolus history from (B)(6) 2012 did not reveal anything unusual. Animas customer support noted that the reporter did not see anything unusual in the bolus history such as double boluses. The patient's mother claimed she reviewed all that she could at the time of the low bg but could not determine a cause. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump black box data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.